Event description:
It was reported that during implant attempt, when the rv setscrew was being tightened, the screwdriver did not make the usual connection with the setscrew. Ultimately, the setscrew was able to be rotated, but there was intermittent failure to capture. The rv setscrew was examined and there was persistent difficulty engaging the setscrew at a directly orthogonal entrance into the screw header. The device was not implanted. No patient complications have been reported as a result of this event.. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis on (B) (4) showed no anomalies. Visual inspection revealed grommet damage, foreign material in the setscrew, and a rounded socket on the setscrew.